Event description:
It was reported that the patient presented for the right ventricular (rv) lead extraction procedure due to severe tricuspid regurgitation (tr). During the procedure, the right atrial (ra) and the left ventricular (lv) leads were dislodged. The whole system was explanted, and the rv lead was replaced on (B)(6) 2026. Later, on (B)(6) 2026 the lv lead was reimplanted. The patient was in stable condition.